Manufacturer narrative:
Follow-up #1 date of submission 06/30/2015-product analysis:the device was returned and evaluated by product analysis on 06/12/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. The pump powered on with a vibration alert functioning per specification. No damage or defect was found to the pump vibration motor or other internal components. Unrelated to the complaint, a battery compartment crack was observed. The bolus button cover was missing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.